Event description:
Eclipse ivc filter found to be fractured, fragment of one leg in extravascular tissues, and multiply penetrated including interaction with the spine probably causing back pain. Filter removed with forceps, fragment extravascular and not retrieved.